Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/9/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device history review: a manufacturing record evaluation was performed for the finished device qp2akb and no non conformances / manufacturing irregularities related to the malfunction were identified.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2021 and suture was used. During the procedure, the problem of pulling off suture needle had happened. Another like device was used to complete the surgery. There were no patient consequences reported. No additional information was provided.